Manufacturer narrative:
(B)(4). Date sent: 12/5/2023 additional information was requested, and the following was obtained: what were the indications for surgery? Low anterior resection (lar) what surgical procedure was performed? Robotic lar did the patient receive any preoperative chemotherapy or radiation?chemoterapy were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Dr misitano or dr cantore, advanced opearator where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, even more was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? Yes, perfect if so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Yes, removed with donuts were there any issues noted with staple formation at any point throughout the care of the patient? Not immediately, patient low pelvis were anastomoses were created has been fulfilled with water and then pneumatic check has been done and passed. But once patient went up into room, some bleeding appear during 2nd day. If so, please describe the shape and location. What is the current status of the patient? Ok. Was a leak test performed? Yes if so, what type and what was the result? Pneumatic, please read lines up. Was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? Around 2 days how was the leak identified? Endoscopic visualizazion what was observed at the site of the leak upon reoperation? How was the leak addressed? How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 as written on rotating knob was there any difficulty removing the device? Just a little was a complete transection of the white breakaway washer visually confirmed?yes were the donuts inspected? If so, please describe. Yes, were there any issues noted with staple formation? If so, please describe the shape and location. In one point of the anastomoses around 20 degrees radiant there was bleeding and suture seems closed correctly but not enough to guarantee emostasis and avoid leak. Patient has been moved back to or, and to prevent leak and bleeding need transanal staple line reinforcement with manual sutures. What was the total estimated blood loss (ml)? N/a was a transfusion required? Yes how was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Intraluminal can the surgeon provide additional details on the advanced hypothesis? Looking common circular stapler vs powered powered circulat gets grip, so maybe it push mucosa up to anastomosis and keep it before firing. So it¿s important to rotate stapler before firing to ensure mucosa is out of the stapler. He said that can happen that mucosa create a 3rd donut, but this is not a problem, is important that is complete and not only a radiant. Does the surgeon believe there was excess tissue on the proximal side or distal side to the anus? Is an hipoteses: excess on the distal side. If the surgeon believes that the excessive amount of mucosa in the purse string, does the surgeon believe there was a malfunction of the device that resulted in the suture rim being thicker? No malfunction: need more attention provide details about the anastomotic technique.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4 batch # unk. B3: exact date is unk. Assumed first day of the month. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Can the surgeon provide additional details on the advanced hypothesis? Does the surgeon believe there was excess tissue on the proximal side or distal side to the anus? If the surgeon believes that the excessive amount of mucosa in the purse string, does the surgeon believe there was a malfunction of the device that resulted in the suture rim being thicker? Provide details about the anastomotic technique. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a low anterior resection using echelon powered circular cdh29p, the patient needed to be re-operated due to an anastomotic leak. The patient had bleeding problems on the 2nd day, after the check, part of the suture rhyme was incorrectly formed. The advanced hypothesis is that the grip on the surface of the stitch housing has loaded an excessive amount of mucosa, which has resulted in the tissue of part of the suture rim being thicker. It was required CT scanning and taking patients to the operating room to correct the leakage and avoid anus loss. The patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient require revision surgery. The reason for revision surgery was leakage of the anastomosis request revision surgery to close anastomosis an control bleeding. Patient needed tac get back into the surgical room and need another surgical intervention and control bleeding.